Event description:
A pump volume discrepancy was noted; the actual volume was 17.0 ml, the expected volume was 14.8 ml. The variability was suspected to be due to a procedural error, such as drug spillage or measurement error and not a problem with the pump catheter. The pump volumes were checked again on (B) (6) 2008, and found to be within normal limits. The device system was used to deliver gabalon.

Manufacturer narrative:
(B) (4).